Event description:
It was reported that the device displayed: error message. The incident was observed during the treatment, after the canister change by the nurses. An alarm occurred when the new canister was empty.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was a back up available and that the problem was solved connecting and desconnecting the device, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.